Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis, the final assessment is a sharp opening on posterior due to a surgical impact opening.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture baker grade iii. Device has been explanted.